Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nasal/throat irritation or soreness and sinus infection. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed a dust contaminant inside the blower box at the area of the filter. A dust contaminant was also observed on the top enclosure, on the blower box, front panel, in the iso port, the o-ring of the rear panel, on the bottom enclosure, blower cap, blower, and blower seal. Evidence of liquid ingress was observed on the blower and blower box. Keratin-like contamination was observed around the blower output seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam residue in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device and was not able to confirm the complaint or address the symptoms specified.